Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient, who's undergone breast augmentation with a 300cc mentor memorygel breast implant on the right breast, suffered breast capsular contracture (baker grade iii/IV), post-procedure. As a result, the patient underwent capsulectomy, implant removal and replacement with a 300cc mentor memorygel breast implant (catalog: 3543001 lot:7473739. Sn: (B)(4). On (B)(6), 2021.